Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Bg cause was unknown. Bg was addressed via a correction injection. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. No additional patient or event information was available.